Event description:
This is a spontaneous report received on 27oct2021 from an adult female consumer (age range 45-54) who used col tb slim soft advanced charcoal and several bristles came out while brushing teeth, one bristle got stuck in the back of throat and lodged in tonsil, she felt like she was choking, she was stressed, had trauma and was completely panicked. There was no relevant medical history provided. On an unspecified date, consumer started using col tb slim soft advanced charcoal. Consumer described col tb slim soft advanced charcoal as black in color and bristles had gold tips. On an unspecified date, while brushing her teeth several bristles came out and a bristle got stuck in the back of her throat and lodged in her tonsil. Consumer reported she "felt like she was choking as I was scared to breathe it in". Consumer was "rushed" to her doctor to get the bristle removed. Consumer stated the event caused "so much stress and trauma". Consumer felt terrified that she would "choke and breathe it into my lung" and she was "completely panicked". Action taken with col tb slim soft advanced charcoal was unknown. At the time of this report, consumer had recovered from the event bristle got stuck in the back of the throat and lodged in tonsil and the outcome of other events were unknown.